Manufacturer narrative:
(B)(4). The covidien service engineer (se) inspected the device. The se replaced the graphic user interface (gui) central processing unit (cpu)printed circuit board (pcb), backlight inverter and installed software. The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that on an 840 ventilator had an erratic graphic user interface (gui) display and unreadable. There was no patient involvement.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.